Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl at a concentration noted as 3000 mcg and a dosage of 1597 mcg via an implantable infusion pump for the treatment of spinal pain. It was reported that a motor stall occurred on (B)(6) 2018 at 8:30 am. There was no environmental/external/patient factors that might have led or contributed to the issue. The pump logs were read and the patient was scheduled for pump replacement. The issue was not resolved and patient status was alive with no injury at time of the report. No further complication was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient will be having a pump replacement on (B)(6) 2018. The cause of the motor stall was undetermined and the pump logs would be submitted. No further complications have been reported as a result of this event. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was confirmed that the patient had their replaced on (B)(6) 2018. It was noted that the pump will be sent back for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned, and analysis found residue on the gear shaft of the motor gear train that resulted in the motor stall. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was further reported that the motor stalled on the patient's pump. The patient reported that it was explained to her that fentanyl corrodes and that there were revisions made on the pump so that there was no stall when a patient went through an MRI with an infusion pump. No further complications were reported.